Event description:
(B)(4). I have gotten the essure in (B)(6) 2011 so I wouldn't get pregnant because I already have five kids when I got the device I was not told about all these side illnesses and allergies. I have been in pain I have: joint pain, pain back, pelvic pain, pain with having sex, nickel allergy, anxiety, depressing. Kidney problem because of having a uti for 6 year because no matter how medicine I took it would just come back, cyst in my ovaries, heavy bleeding, and headaches.